Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on 12-aug-2009 which qualifies this case as an incident. Study description: study (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Patient's medical history included 2 children. She was on combined pill at insertion and menstrual pain was also noted. Her last menstrual period occurred on (B)(6) 2009. On (B)(6) 2009, essure was easily inserted. Ostium was visualized. Procedure duration was 6 minutes. Beta hcg was negative. Benzodiazepine was used as premedication and IV sedation was used. Uterine condition was normal and her uterus was not retroverted. Three coils was seen externally in the uterine cavity in both sides after procedure. Two essure inserts were used. Patient presented pain during and after procedure. Vasovagal reaction was denied. No other procedure was performed at the same time of insertion. Successful placement achieved. Combination pill was used as back-contraception. On (B)(6) 2009, radiography was performed and inserts were not symmetric and the distance of proximal portions was not less than 4 cm. Hysterosalpingogram (hsg) was also performed and showed right insert in place and left insert was not in place. Bilateral occlusion was reported. And conclusion was that left insert was not in good position. Final result of the procedure was noted as 'failure' and patient was satisfied. Suspicion of abdominal migration was noted. By hsg, left insert seemed to be intra-abdominal. On (B)(6) 2009, laparoscopy was performed and electrical coagulation of the left tube was performed. It was also noted that there was not visible insert in the abdominal cavity. No further information was provided. Additional information received on 08-apr-2015: ptc (product technical complaint). Ptc global number:(B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by (B)(4) and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 26-jun-2015 for the following (B)(4) preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. (B)(4) is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this study case report refers to a female patient who was involved in an observational company-sponsored study and had essure inserted. Patient presented pain during and after procedure and upon follow up, hysterosalpingogram was performed and the result showed left insert seemed to be intra-abdominal. Suspicion of abdominal migration of left insert was reported. A laparoscopy was performed but there was not visible insert in the abdominal cavity. Insert migration is serious event due to medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since a laparoscopy was performed. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.